Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating system exhibited difficulty with cutting and vacuum. The procedure details and patient impact were not provided. Additional information received indicating there was no patient harm. Procedure was completed with the same console.

Manufacturer narrative:
Additional information has been provided in sections h.6 and h.10. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event, the sr remains open. The customer was able to resolve the issue and cancelled the request for service. A system non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).